Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received an alert for hv lead impedance being higher than the upper limit. No programming changes were made. The patient condition was stable and monitoring will continue.